Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump experienced a prime rewind anomaly. The customer stated that he was trying to rewind and experienced issues 3 times. He stated that during the fill tubing step, the insulin pump would continue the process even though he had already let go of the act button. He stated that insulin was "squirting out" during the manual prime process and that the only way to stop it was by removing the reservoir. The customer did not know the blood glucose reading. He did not recall whether there was a gap between the piston and the reservoir. He stated that the remaining reservoir volume was between 80 and 90 units, but the status screen showed that 118.2 units were left. He advised that an infusion set change resolved the issue after troubleshooting. He was advised that there may have been possible temporary vent blockage leading to the issue. He was advised to replace the set/reservoir and to monitor his blood glucose and the insulin pump.